Manufacturer narrative:
(B)(4). On (B)(6) 2018 the customer passed. The pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0874 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: minor scratched display window, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. Please see below when reviewing the history download. There is no data available due to the pump was stored for an extended period without a battery. The pump passed the functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported via phone call that the customer passed away. No further information was given due to data protection. The caller returned the insulin pump for analysis. The case is reported only for the f.a results.